Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the pump was found to have an elective replacement indicator (eri) prior to the intended date. The device was explanted and a new device was implanted on (B)(6) 2016. There were no known environmental, external, or patient factors related to the early eri. There were no diagnostics or troubleshooting performed. The issue was resolved and the patient status was alive with no injury.

Manufacturer narrative:
Analysis of the pump on 2017-jan-11 revealed a pump motor feed thru anomaly regarding shorting across the insulator. As per the pump¿s log, the following medications were being administered as of (B)(6) 2016: fentanyl with concentration 5,000.0 mcg/ml at a dose rate of 2,426.1 mcg/day, bupivacaine with concentration 30.0 mg/ml at a dose rate of 14.557 mg/day, clonidine with concentration 50.0 mcg/ml at a dose rate of 24.261 mcg/day, and dilaudid with concentration 0.8 mg/ml at a dose rate of 0.38818 mg/day. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The device was returned to the manufacturer.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.